Manufacturer narrative:
Eval: the device is shipped with an "instruction for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. Additionally, this item is inspected 100% in qc, ensuring the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied, visually verifying the shaft material is free of bends, kinks and other surface imperfections, along with verifying the stent has been properly placed on the balloon and that the balloon has been molded around the ends of the stent prior to transport. No product was received. Only the device label was received to assist in this investigation. Without the actual device we are unable to determine the exact cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.